Event description:
Customer reportedly obtained results of 387 mg/dl, 186 mg/dl, 112 mg/dl, 104 mg/dl, and 121 mg/dl on the aviva system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.